Event description:
Customer hospitalized due to high blood glucose, customer has been having high blood glucose and low blood glucose problems. Troubleshooting was performed on pump and pump appeared to be functioning properly.